Event description:
Major pump unit(s) involved: external control system failure.additional text: external batteries.specific component(s) involved: external battery malfunction.additional text: bat (1) fractured solder joint, bat (2) fluid ingress.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of external battery.implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external battery malfunction.